Event description:
Per the clinic, the patient experienced intermittency with device use. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2015, and the patient was reimplanted with a new device during the same procedure.

Manufacturer narrative:
Correction: the model number is ci22m; and not ci22 as previously reported. Correction: the PMA number is 890027; and not 980027 as previously reported. This report filed may 15, 2015.

Manufacturer narrative:
(B)(4).